Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: we have had several issues with the 20 gauge IV catheters "one time stop" guard failing. When the needle is retracted, the blood return flows out. Additional information: I have reviewed with stacey, my charge nurse and we have had probably about 10. There were 3 different nurses with issues. There were no adverse effects or injury to anyone. The blood was on the bed/floor because we were not prepared for the backflow of blood.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3198983. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported incident and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. H.4. Device manufacture date: not found.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: we have had several issues with the 20 gauge IV catheters "one time stop" guard failing. When the needle is retracted, the blood return flows out. Additional information: I have reviewed with (B)(6), my charge nurse and we have had probably about 10. There were 3 different nurses with issues. There were no adverse effects or injury to anyone. The blood was on the bed/floor because we were not prepared for the backflow of blood.